Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience urethral atrophy and incontinence. It was noted that there was no device malfunction. The existing aus was explanted. There were no further patient complications.